Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reported that the pump did not allow to past the fill tubing step and received a minimum fill notification during the load process. Reportedly, the cartridge was filled with approximately 300 units. The customer loaded a new cartridge successfully with approximately 300 units of insulin; however, received an inaccurate fill estimate. The customer declined to load a new cartridge during the call with tandem technical support. The customer's blood glucose level was 226 mg/dl.